Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service visit and reviewed the instrument event log. The luminometer was inspected and cleaned. The wash station was also inspected and the port dispences performed as expected. The instrument fluidics were verified and the probes, pumps, syringes, tubing, fittings were all inspected. No issues were found. The cse performed 30 replicates of multi-diluent 11 and quality controls (qc). All results were within range and the instrument is determined to be operational. A headquarter support center (hsc) specialist reviewed the service performed and determined no issues with the instrument that would cause the falsely elevated tniu result. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. Hsc can determine the issue was isolated to one sample and the assay works as specified. The cause of the falsely elevated cardiac troponin I (tni-ultra) patient result is unknown. No further evaluation of this device is required.

Event description:
A discordant falsely elevated cardiac troponin I (tni-ultra) patient result was obtained on an advia centaur cp instrument. The initial result was not reported to the physician(s). The customer used the same sample to perform repeat testing on the same instrument and alternate centaur cp. The repeated results were lower and the expected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the tni-ultra discordant patient result.